Event description:
The customer reported that the cine runs were not recording. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard drive connector was reseated. The system was then found to be operating as intended.